Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the patient experienced a tremendous shock in the vaginal area when laying down on program 3 so they turned stimulation off. The next morning, they switched to program 2 and turned stimulation back on; they are at 1.3v. As a result of what was reported, they were redirected to their healthcare provider (hcp). Caller said the patient hasn't experienced any more shocking since turning stimulation off and switching programs. The call center suggested keeping the setting at a lower level until they speak to a manufacture representative (rep). No further patient complications have been reported as a result of this event.